Manufacturer narrative:
D.9 updated as the pump and introducer were returned for investigation. The investigation into introducer damage - mechanical has been completed. The returned introducer was investigated and there was not any clear evidence of damage to the introducer. The returned introducer was put through a leak reproduction test by plugging the end of the introducer with a dilator and connecting the flushing lumen to a syringe and pressure gage by means of a three-way lure. The flushing lumen had to be cut down because there was so much dried blood/biomaterial that would not allow fluid to get into the introducer. The colored water in the syringe was slowly pushed into the introducer, and then the lure release was switched to the pressure gage to see how much pressure had been applied to the introducer. This showed that the introducer was under at least 264.4 mmhg of pressure, and a leak did not reproduce. Therefore, the returned introducer met specification.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella cp was inserted per protocol via right femoral artery using short sheath. Single access was attempted with peel away sheath but failed due to continuous bleeding at the hemostatic valve. Single access was aborted and an alternate site was obtained for percutaneous coronary intervention in left femoral artery. Hemostatic valve bleeding ceased with single access removed. The patient survived the event.